Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the core sagittal saw starts at full speed/power and does not stop. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences

Manufacturer narrative:
The device was repaired by a stryker service center in (B)(6).

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the core sagittal saw starts at full speed/power and does not stop. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences